Event description:
It was reported that the pt underwent a sling procedure. Post operatively, the pt presented with urethral erosion. The physician plans to remove a portion of the tape and reconstruct the urethra as necessary.